Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up pre-procedure for normal elective replacement indicator (eri) on the device, noise and variable impedance values on the atrial lead were noted. The lead was capped and replaced during the elective device replacement. The patient was stable with no adverse consequences.